Manufacturer narrative:
H6- medical device problem code 2017: use after expiration. The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It should be noted that the armada 35/armada 35 ll, instruction for use states: use prior to the use by date. The investigation determined the reported issue was due to user error. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a mildly calcified and tortuous lesion in the superficial femoral artery. The 4.0x200mm armada 35 balloon catheter was used however it was noted the device was used past the expiration date. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.